Event description:
Customer reported the tubing ruptured above blue hub while inside the pump. Fluids were free flowing over alaris pump. No alarm activated. The event occurred in (B)(6). Unknown if a power injector was used. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.